Manufacturer narrative:
(B)(4). There was no alleged device malfunction. However, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A conclusive root cause cannot be determined for the reported rash.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred at the site of sensor insertion on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The irritation was located 2 inches from his belly button and was red and blistering. Patient reported discomfort at the affected site. Patient scheduled an appointment with his physician on (B)(6) 2015. No additional event information was provided.